Manufacturer narrative:
Visual analysis was performed on the return device. The reported device damaged by another device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, the reported suture separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported device cause damage and suture separation could not be determined. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices causing the suture separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, a suture break occurred during insertion of sheath. The sutures of two new proglide devices were pre-placed. The sheath was upsized to 16f and the procedure was completed. Hemostasis was achieved via the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.